Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. Additionally, the device history review was performed and no non-conformance's were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery device trigger was blocked, moved heavily, and was jammed. There was also internal damage in the control unit. It was further determined that the device failed pretest for check trigger and ecu (electric control unit) function, functional test, check symmetry and trigger test. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.